Manufacturer narrative:
The technician determined the problem to be a faulty CPR valve. The CPR function on the bed is working. He replaced the CPR valve to repair the bed.

Event description:
Information received indicates the head of the bed is drifting down slowly.